Event description:
The reporter indicated that a 12.6 mm vticmo 12.6 implantable collamer lens of -7.50/1.0/097 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. Doctor found a filamentous foreign body was found on the lens during surgery and was removed with forceps and implanted in the eye. The lens remains implanted. Cause was reported as unknown.

Manufacturer narrative:
Filamentous foreign body on lens. Lens work order search- no similar complaint event(s) within associated lots were found. (B)(4).

Manufacturer narrative:
Additional information: h6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).